Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "internal leak" issue, the fault code suggested a kink in the balloon. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) had an internal leak. There was no patient involvement, and no adverse event reported.